Event description:
During the implant procedure, while using the codman tunneling tool, the patient experienced bleeding during tunneling to the stimulation lead. The surgeon applied pressure to stop the bleeding. Patient presented with drainage. Physician inserted drain. This resolved the issue.

Event description:
Patient presented back to the physician with swelling and discoloration at the ipg site. Physician prescribed antibiotics. Physician brought the patient into the or a week later and removed the entire inspire system.